Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable thyroid test results for samples from three different patients tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys tsh assay (tsh) on an unknown roche analyzer. Of the three patients, two had erroneous results reported outside of the laboratory for ft3 and tsh. Patient 1 had erroneous tsh results for 5 different samples. Patient 2 had erroneous tsh and ft3 results for 4 different samples. All results were reported outside of the laboratory and the doctor was informed that the results were implausible. This medwatch will apply only to ft3. Please refer to the medwatch with patient identifier (B)(6) for information related to tsh. Refer to the attachment for all patient data. Samples from both patients were treated with heterophile blocking tubes, which is a research method. The treated samples are denoted as "with hbt" on the attachment. No adverse events were alleged to have occurred with the patients. A sample from patient 2 was provided for investigation and preliminary investigations of this sample have determined that it does not contain an interferent to the streptavidin used in the ft3 assay.

Manufacturer narrative:
Samples from the patients were provided for investigation. The ft3 values of the second patient obtained at the customer site were duplicated. The sample from the second patient contains an interferent to components in the ft3 assay. This limitation is covered in product labeling. The incidence rate of the interfering factor identified in the investigation is monitored for trending purposes.